Event description:
There was an allegation of a head hi/lo unexpected movement. There were no reported injuries.

Manufacturer narrative:
A hill-rom technician replaced the head hi/lo drive to resolve the problem with the unexpected movement. Bed performing as designed.